Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion in the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device history review information. Updated fields: h6, h11. Corrected fields: g4, h6(remove b11 - historical data analysis). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.